Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was conducted. The arm labels were damaged. The outer enclosure had a crack. The inner and outer enclosure screw holes were damaged. A functional evaluation was performed. The device had delayed pressurization. The device failed the weight test. The piston migration was at .53 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an knee procedure, when the motor of the spider tenet was running, there was a weird sound. It is unknown if a backup device was available. However, no delay and no patient injuries were reported. Results of the investigation have concluded this unit failed weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.